Event description:
On (B) (6) 2001, an acticon device was implanted. On (B) (6) 2009, the pt had recurring fecal incontinence. The doctor removed the 81cmh balloon and replaced it with a higher pressure balloon-101cmh to correct the problem of recurring fecal incontinence.